Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5086mri52 implantable pacing lead: (B)(6) 2012. 5086mri45 implantable pacing lead: (B)(6) 2012. (B)(4).

Event description:
It was reported that one day post implant, there were isolated p-waves that were not tracked. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.